Event description:
The shaft broke approximately 20cm above the hub. Our medical affairs manager (B)(4) for cordis (B)(4) visited the hospital and spoke with the surgeons present during the procedures. They stated that the problem was due to very complex lesions where a large back up was necessary. The system had to be pushed forward with higher effort than usual. This caused a kink, followed by the rupture of the shaft. No damage or injury occurred for the patient during removal of the remaining piece. They emphasized that this problem is not a system related problem, it is patient and procedural related.

Manufacturer narrative:
One non-sterile cypher select+ 3.50 x 28 mm was received coiled inside two plastic bags. The shaft of the stent delivery system (sds) was broken at 25 cm from the proximal end. The section where the shaft was broken appears as if it had been kinked before it broke. Bents were detected at 22.5 cm and 23 cm from the proximal end. Also kinks were noticed at 19.5cm , and 20.5 cm from the distal end. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was confirmed. The cause of the failure experienced by the customer could not be determined; however vessel characteristics and procedural factors may have contributed to this event. Neither the DHR review nor the product analysis suggests that the reported issue is related to the manufacturing process; therefore no action was taken.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).